Event description:
It was reported the customer had no delivery alarms on their insulin pump. The customer had reverted to manual injections due to their no delivery alarms. The customer was unable to troubleshoot at the time of the call. Customer's blood glucose was unknown. The customer declined to return their infusion set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.